Event description:
It was reported that noise on the rv channel and high, out of range hv lead impedance were observed. Externalized conductors were noted via fluoroscopy. The lead was capped and replaced.